Manufacturer narrative:
One cadd administration set was received for evaluation in relation to the reported event. The returned sample was received in decontaminated condition without its original packaging. Visual inspection found that the sample was received without the blue clip and the pump tube detached from the housing. This condition was not reported in the original event. Functional testing of the device was unable to be completed due to the device being received in a damaged condition. The reported event was unable to be confirmed or replicated. Root cause for delivery accuracy was unable to be determined as the reported event was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that over a 24 hour infusion that the patient was underinfused by 22 percent. This report addresses the infusion administration set. There was no patient injury reported.